Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, but the reported events of r-wave amplitude variation, noise, and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead found that the helix was partially extended and clogged with blood and tissue. X-ray examination of the lead found the inner coil in the connector region to be over torqued consistent with procedural damage. The lead was cut and cleaned, and torque was applied directly to the inner coil to reveal that the helix was able to retract and extend properly. The helix extension length was normal. Electrical testing of the lead did not find any anomalies. A tip stiffness test was performed, and all values were normal. No other anomalies were found with the exception of those consistent with procedural damage.

Event description:
It was reported that patient presented in clinic for follow-up. Device interrogation had shown the patient's right ventricular (rv) lead had decreased sensing, failure to capture and lead noise. The device was reprogrammed, but the issues were unsolved. A chest x-ray was performed to reveal that the rv lead had perforated the patient's heart. During revision of the rv lead, the helix of the lead failed to rotate and extend. The rv lead was explanted and replaced. Patient was stable.